Event description:
It was reported that the doctor used the invisiknot non-fracture implant. When he tightened the invisiknot, the small medial button broke the cortex of the bone and the hole was compromised. We had to open another invisiknot and re-drill a new hole in the bone. This time it worked well. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.